Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to cleaning became insufficient due to some kind of factors, which resulted in failure of full removal of stain/foreign material which adhered during procedures. It is likely that the metal part of the air/water nozzle corroded, which resulted in generation of rust. The possibility is considered that drying after reprocessing became insufficient due to some kind of factors, which resulted in corrosion of the metal part. The foreign material was revealed to be a mixture of organic silicon and rust. The event can be prevented by following the instructions for use which state: "[section 3.3 inspection of the endoscope] inspection of the endoscope: 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Section 3.8 inspection of the endoscopic system]: inspection of the objective lens cleaning function. Inspection of the water feeding function. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. [Section 3.8 inspection of the endoscopic system] inspection of the zoom function: 1 switch to the wli (white light imaging) endoscopic image according to the instruction manual for the video system center. 2 for gif-h290ec, cf-h290eci. Move the zoom lever toward ¿t¿ until it stops. Contact the gauze to the endoscope¿s distal end and confirm that fibers can be seen. 3 except gif-h290ec, cf-h290eci. Move the zoom lever toward ¿t¿ until it stops and confirm that the image of an object located at about 2 mm from the distal end is clearly visible. 4 move the zoom lever toward ¿w¿ until it stops and confirm that the image of an object located at about 20 mm from the distal end is clearly visible. 5 while observing the palm of your hand, move the zoom lever toward ¿t¿ and confirm that the endoscopic image changes smoothly the normal image into the magnified image. 6 while observing the palm of your hand, move the zoom lever toward ¿w¿ and confirm that the endoscopic image changes smoothly the magnified image into the normal image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the switch 4 button on the evis lucera elite colonovideoscope was defective/not working. It is unknown when the event occurred, however no patient or user harm was reported with this event. The subject device was subsequently returned to and evaluated by olympus. The evaluation discovered foreign material on the nozzle of the endoscope. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: there was no delay in the pre-cleaning of the device, the air/water nozzle was flushed with air, water, and detergent solution, and the endoscope was immersed in detergent solution. The customer¿s initial allegation of switch 4 button repair damage was confirmed. In addition to the reportable malfunction described, the evaluation also uncovered the following faults: due to wear of the angle wire, bending angle in up direction does not meet the standard value, due to wear of the angle wire, the play of up and down knob is out of the standard value and has a scratch, there is adhesive on the bending section cover, or distal sheath, the switch box has a scratch, the plastic distal end cover has a scratch, the connecting tube has a scratch, due to wear, the switch 4 button does not work, due to damage on zoom charged coupled device, the zoom does not work smoothly, the scope connector cover has a scratch, the protector of universal cord on suction connector side, has a scratch, the universal cord has a scratch, the flexibility adjustment ring has a scratch, the grip has a scratch, the lock engagement lever and knob has a scratch, the right and left knob has a scratch, the control unit has discoloration, and also has a scratch, the adhesive on the bending section cover, or distal sheath has a chip, due to wear of the angle wire, the play of the up and down knob, is out of standard value, there was deterioration or discoloration due to chemical stress during reprocessing (caused by handling), and due to damage on zoom charged coupled device, the zoom does not work smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.